Event description:
False positive advia centaur xp troponin ultra results were obtained for two patient samples. The patient samples were part of a serial draw. Testing was repeated for the patient samples and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse replaced probe 1. No conclusion can be drawn. The qc was in range. The instrument is performing within specifications. No further evaluation of the device is required.